Event description:
Back-to-back tests, using the suspect device, with results of 304 mg/dl, 105 mg/dl, and 174 mg/dl. No patient injury was reported. A level - one quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.